Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previous aortic valve became infected and the physician chose to remove the entire implantable cardioverter defibrillator (ICD) system when doing the aortic valve replacement. No further patient complications have been reported as a result of this event.